Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and there were no defects found with the system and software. A review of the device log files was performed for this event. The investigation of the log files determined that the investigation confirmed the reported condition of over resection of the anterior chamfer and interior cut. The most probably cause of the reported issue is unintended and unnoticed array motion during the posterior resection step. It was found that the femur checkpoint was not used following the array of motion event. Service history record review result is not relevant to the current complaint. However, a root cause could not be established as the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable root cause cannot be established.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, it was observed that the anterior chamfer cut was over resected by 1mm to 1/2mm. The interior cut was check and it as 4mm off. It was reported that more surface area was cleaned off and ended up in a notch. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).